Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The system had recovered before the fse arrived. The issue was escalated to philips technical support, who indicated that this issue was resolved in c.03.10. The reported problem was not able to be confirmed, as it recovered prior to the onsite visit. However, based on the information available, the cause of the reported problem was a software issue. The fse followed up with the customer biomedical engineer and provided the findings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the ward 56 critical care unit (ccu) ECG screen was freezing during operation. The screen became unresponsive. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.